Event description:
It was reported that 2 patients were admitted to the hospital for replacement of faulty electrodes, each with successful replacement and an uncomplicated course of recovery. Each subject had seen improvement with the electrode change and continued to do well with the implant. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, lot and serial number: unknown, product type: lead. Product ID: 4351, lot and serial number: unknown, product type: lead. (B)(4).